Event description:
Upon return of the homechoice cycler to the manufacturing facility, a note was attached to the device which states "sirs, please give this machine a complete qc check. Patient passed away 2001 while on this machine". Follow up with the home patient's (hp) healthcare professional (hcp) reveals that the hp was using the homechoice cycler for apd therapy in 2001. During therapy the family member of the hp called 911, disconnected the hp from the disposable setup and had the hp transported to the hospital. Hcp relates that the hp was pronounced deceased at the hospital and the cause of death was cardiac arrythmia. No autopsy was performed. According to the hcp, the hp had been diagnosed with tachycardia before their death and had been taking coumadin for it, as their heart rate had increased up to 140 beats per minute. Hcp does not attribute the hp's death to baxter products but to the hp's co-morbid conditions.